Event description:
On (B)(6) 2011, the lay-user/patient contacted lifescan (B)(4) alleging that a one touch verio meter read inaccurately high compared to another meter. The patient reported blood glucose results of "12.9 mmol/l" with a lifescan meter and "9.9 mmol/l" on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. The patient did not report any symptoms or treatment received because of the alleged issue. The patient did not have control solution for troubleshooting. The meter was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient performed a meter-to-other meter comparison where the calculated difference of the reported results exceeds lifescan's criteria for accuracy testing. However, there is no evidence that the alleged issue contributed to a serious injury. The reporter did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
The lay user/patient's test strips have been returned and evaluated by lifescan product analysis on (B)(4) 2011 with the following findings: the test strips involved with this complaint were tested and found to have failed for control solution high. The meter was also returned and evaluated by lifescan product analysis on (B)(4) 2011. No faults were found with the meter. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The 510 (k) # is k093745.